Event description:
It was reported to bsc/target that bleeding occurred during a special access case in canada, which resulted in pt death. Special access had been granted for use of the trispan coil to treat a near-giant aneurysm. The trispan was deployed through an excelsior catheter and seated into the neck of the aneurysm at the basilar artery. Four gdc-18's and one gdc-10 were successfully deployed into the aneurysm, held in place by the trispan coil. The coil mass descended into the right posterior cerebral artery, and a sentry balloon was used in an attempt to elevate the coil mass some. The basilar artery tip then ruptured at the base of the coiled aneurysm resulting in death. Bsc/target has received a copy of the report submitted to the canadian device eval div, medical device bureau. The co has confirmed that this report was attached to the medical device problem report form that boston scientific, canada submitted to the bureau of compliance and enforcement in ontario. Bsc/target is maintaining these records with this file.